Event description:
A confirmed catheter fracture was reported; it was stated that during a back surgery that was being performed as of the date of this report the catheter was cut. A revision was done and 20.5cm of new catheter was added. 0.0451ml of the infused drug dilaudid had to be primed. The issue was indicated to have been resolved. It was later reported that the reporter was uncertain if the catheter was actually fractured or cut during surgery. It was stated that the patient was under general anesthesia and the surgery was "a separate back surgery" when the event occurred; therefore, no symptoms were noted. Patient outcome following the revision was not known.

Event description:
Additional information received on (B)(6) 2012 reported patient symptom which related to the event was "increasing pain". Additionally reported was the pump had normal battery depletion. The patient had been seen in provider's office on (B)(6) 2012 for a pump medication adjustment, and had another planned appointment on (B)(6) 2012. It was later reported on (B)(6) 2012, that the patient recovered "very well" from the revision and that the patient had not had any further issues, and were receiving effective therapy. The medication in the pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).